Event description:
The customer reported the unit failed to power up. Ther reported issue was confirmed by a field service engineer (fse). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.